Event description:
It was reported that the customer on a study received medical treatment due to a skin abscess and cellulitis where a sensor was inserted. The customer was given antibiotics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.